Event description:
It was reported that the console does not load at all even with another new cable of charger. The cable of the console is naked and the nozzle is distorted. But even when the customer changes the cable, the console does not load. No patient incidence. In addition, the console was replaced at the customer's place. Back up was available.

Manufacturer narrative:
Device evaluated by MFR: we have now concluded our investigation into this complaint. Visual inspection and functional evaluation of the complaint sample found that the front enclosure is broken. On this occasion, the root cause of the console not loading was due to damage to the device. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications.